Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 10mg/ml morphine at 1.25mg/day via an implantable infusion pump for chronic back pain. The patient had additional medical history of heart attacks, osteoporosis, and a hip replacement. It was reported that there was a spinal fluid leak, and the patient was complaining about a lack of therapy. The pump had flipped due to the patient losing a lot of weight so a dye study was impossible. The pump was reprogrammed. It was reported that the catheter was replaced, and the pump was revised and anchored down in the pocket. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.